Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for evaluation, the pump did over infuse. The pump required calibration. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was not infusing correctly and would not calibrate. They stated that this occurred during testing. At the time of the complaint the initial reporter indicated that the complaint occurred during testing and had not affected a patient. (B)(4).